Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 38183314 and lot number 2238628. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of these issues, two (2) video samples were provided for evaluation by our quality engineer team. Through examination of the videos, the safety device was observed not fully activated in video one and in video two the safety device was not activated, confirming the reported defect. Based on the investigation results, an exact cause for the needle retraction failure could not be determined.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter safety device did not activate to retract the needle during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "rnc: 01/23 ¿ ICU: safety device did not activate when manipulated. It could cause an accident at work with a perforating-cutting device."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter safety device did not activate to retract the needle during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "rnc: 01/23 ¿ ICU: safety device did not activate when manipulated. It could cause an accident at work with a perforating-cutting device."